Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided information on how to do so. The malfunction code did not recur, and the customer was instructed to continue using the pump and advised to call back if the issue recurred.